Manufacturer narrative:
(B)(4). The device sample was not returned foe evaluation at the time of this report. This device is not sold in the us. A similar device is sold in the us.

Event description:
The customer alleges that after insertion, the doctor tried to aspirate blood from the distal lumen and it was not possible. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR was sent in error.

Event description:
The customer alleges that after insertion, the doctor tried to aspirate blood from the distal lumen and it was not possible. No patient injury reported.